Event description:
Customer reported that the 840 ventilator pt disconnect alarm was not working while in use on a pt. There was no pt harmed or change in therapy as a result of the event. The customer reported that the cause of the malfunction was a user error. The vent passed all testing.

Manufacturer narrative:
Covidien was not authorized to evaluate the device.